Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had an infusion leak and that they also experienced high blood glucose level of 433 mg/dl. The customer was assisted with infusion set leaks troubleshooting. The customer stated that the leak was in the quick release and that it was tightly connected and had no cracks or splits. The customer also stated that the insulin pump was not dropped with set in place. Customer was advised to change set. Troubleshooting for high readings was performed. The customer treated with the insulin pump. Customer's blood glucose value was 475 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on¿ customer declined to troubleshoot for high readings. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.